Event description:
During a coronary stent procedure, the express2 monorail stent embolized. The target lesion for the express2 monorail stent was the proximal rca. The stent embolized and was deployed in an unintended site. Another of the same was deployed at the target lesion. No patient injuries or complications were reported. Patient status is listed as "okay".